Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned only one test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 09-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 157, 150, 136 and 146 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/20/2023 and open vial date is 11/06/2022. The meter memory was reviewed for previous test result history: result 1: 157 mg/dl, date: (B)(6) 2022, time: 9:30 am , fasting. Result 2: 150 mg/dl, date: (B)(6) 2022, time: 10:24 am, fasting. Result 3: 100 mg/dl, date: (B)(6) 2022, time: 1:35 pm, fasting. Result 4: 136 mg/dl, date: (B)(6) 2022, time: 12:11 pm, fasting. Result 5: 146 mg/dl, date: (B)(6) 2022, time: 11:40 am, fasting.

Manufacturer narrative:
Sections with additional information as of 12-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer had returned only one test strip, unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.